Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2018 due to an infection.

Event description:
Reportedly, the pacemaker was explanted on (B)(6)2018 due to an infection.

Manufacturer narrative:
Please refer to the attached updated analysis report. - attachment: [20190201 - file-2018-02258 - analysis_and_closure_report_resp-2019-00127.pdf].